Event description:
Boston scientific received information that this right ventricular defibrillation lead was part of a system revision due to infection. This lead was kept in service and a new device was implanted in a new pocket. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.